Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03410 and MFR. Report # 3005099803-2011-03413). It was reported to boston scientific corporation that two ultratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire from two ultratomes failed to cut. The procedure was completed with the same generator, same active cord and a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) the reported event of cut wire failed to cut. The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed